Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error log. The customer informed fse the tip waste chute was backed up and caused the error. The customer successfully cleared the clog and continued running, but also requested a thorough cleaning. The fse removed the tip waste tube and chute, cleaned them with hot water, and removed any residue. Fse repaired and validated the analyzer by observing tips dropping into the waste bin and successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint and service history review for similar complaints were performed for serial number (B)(6) from 23jun2023 to aware date 23jul2024 for similar complaints. There were three similar complaints identified during the search period for failure mode 2061 tip detachment failure by main arm, including this case. There were two similar complaints for failure mode 4224 interference of dispensing nozzle z-axis of main arm, including this case. Aia-2000 operator's manual on the appendix 4: error messages: (2061) tip detachment failure by main arm. Cause: a tip was detected by tip detachment check. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. (4224) interference of dispensing nozzle z-axis of main arm cause: there is a possibility that the dispensing nozzle was interfered with an obstacle such as cap of primary tube. The measurement result will be flagged with the ss flag. Or a command or adjustment value (p05, 191-210) was given for movement beyond the maximum movable distance of the main arm z-axis in the maintenance operation. Solution: remove an obstacle such as cap of primary tube, if any. The most probable cause of the reported event was due to the tip waste chute being backed up.

Event description:
A customer reported error message ¿2061 tip detachment failure by main arm¿ on the aia-2000 analyzer. The technical support specialist (tss) instructed the customer to restart the analyzer, resolving the error. The customer called back and also reported error message ¿4224 interference of dispensing nozzle z-axis of main arm¿ on the aia-2000 analyzer, the analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for bhcg (beta human chorionic gonadotropin). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.